Manufacturer narrative:
Eval summary: the item and lot numbers were not provided; therefore, the manufacturing records could not be reviewed; however, in general, the sterilization process for devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. Lots are processed according to the validated sterilization process parameters and meet all acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer inc considers the investigation closed.

Event description:
It is reported that the pt underwent a 3 stage revision surgery due to infection.